Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. Our quality team did perform an investigation on ten retained samples of the 50 ll lot 1708224. Upon visual inspection of these ten samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled. A leak test was also performed with the ten retained samples with no defect noted. A device history record review found no non-conformances associated with this issue during production of this batch. A root cause cannot be determined. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. This issue is not related to a manufacturing defect. No damage or molding defect has been observed in retained samples evaluated. Results for retained samples test meet iso7886 annex d and no incidence happened during manufacturing process so, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse observed leakage between the barrel and plunger of the bd plastipaktm syringes. Found during use. No serious injury or medical intervention noted.